Event description:
Full knee replacement and ended up with 2 staph infections. Had knee removed. Ended up for a 6 weeks nursing home stay that treated staph infections with daily intravenous antibiotics and another 4 weeks home care stay. Had a new knee put in. I had full knee replacement on (B)(6) 2014 at (B)(6) by dr (B)(6). My knee surgery resulted with 2 staph infections in which the swelling never went down and I experienced constant knee pain. The knee was removed by dr (B)(6) on (B)(6) 2015 and a concrete spacer put in. I went to (B)(6) for 6 weeks and had daily intravenous antibiotics to try to cure the staph infections. I experienced an awful nursing home stay with lots of pain and itching, burning breakouts from the antibiotics. I spent another 4 weeks in home care and a new knee replacement was done on (B)(6) 2015. Three times in 11 months I went through the strenuous exercise program needed after knee replacement, and I was unable to walk on my knee for 10 weeks but had to hop with the use of a walker or use a wheel chair. It was a painful experience. It took many months for the swelling to go down and to this day, I live with constant pain every day when walking. The pain interrupts my sleep every night as I can hardly move my legs. I was informed by dr (B)(6) that the knee looked good and that I had a cadillac knee in spite of telling him that I had constant daily pain with the knee.